Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was inspected and it's confirmed that the tip is fractured. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was released around 12 years ago. Conclusion: the most likely cause of the reported event was determined to be normal wear and tear.

Event description:
It was reported that; dr. Was putting in a screw and he noticed the screwdriver didn't feel right to him, so he disengaged it from screw. At this point he noticed the teeth of sd were broke/ missing.

Event description:
It was reported that; dr. Was putting in a screw and he noticed the screwdriver didn't feel right to him, so he disengaged it from screw. At this point he noticed the teeth of sd were broke/ missing.